Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus deliveries. The customer's blood glucose level was not impacted. A system check was performed and the pump performed as intended and no damage was noted to the cannula. The customer delivered multiple test boluses and additional occlusion alarms were receiving interrupting the bolus deliveries. The customer reported that manual injections would be used for insulin therapy.